Event description:
It was reported that during a low anterior resection procedure, after cutting the rectum, they opened the stapler and noticed there were no staples inside. Pt suffered a temporary colostomy.